Event description:
It was reported that the patient had "issues charging since (B)(6) 2013 and getting it done." He met two manufacturer's representatives at the pain clinic but they could not get it charged back in (B)(6) 2013. It was stated that the battery had been giving him trouble for some time and that the doctor said they would probably change out the battery the last time they spoke. The patient had a knee surgery recently and he was getting back into the swing of things. He had actually had two knee surgeries since the device was implanted. The knee pain gave him back pain and the back pain was what should be controlled by this device. His knee was getting worse. When it worked, "it worked like a champ, he was off his meds and doing fine." At the time of the report, he was back on his medications. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).